Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had audio issue. Customer stated that insulin pump volume was all the way up but the insulin pump did not make a sound to alert. Customer also stated that insulin pump did not make a noise when set to volume 1 and there was a very faint noise when set to volume 5. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.